Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for one 41-year-old male patient. The following data was provided: sid: (B)(6) processed on (B)(6) 2025 result = 2272.3 pg/ml. Sid: (B)(6) stored sample processed on (B)(6) 2025 = 2777.7 pg/ml. Sid: (B)(6) new sample from on (B)(6) 2025 and processed same day = 508.5 pg/ml. Historical troponin I from on (B)(6) 2024 = 28 pg/ml. Other results: troponin t (method unknown) is negative. Ckmb method unknown is 1 no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat highly sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 68486ud00. Device history review did not identify any nonconformance's, potential nonconformance's or deviations associated with lot: 68486ud00 and complaint issue. Testing could not be performed since the complaint lot is expired. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per the limitations of the procedure section of the package insert, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat highly sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as architect stat highly sensitive troponin-I that employ mouse monoclonal antibodies. Additional information may be required for diagnosis. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Additional information may be required for diagnosis. Specimens from individuals with pathologically high total protein may demonstrate anomalous values. Additional information may be required for diagnosis. Based on the investigation, no systemic issue or deficiency of the architect stat highly sensitive troponin-I reagent lot: 68486ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for one 41-year-old male patient. The following data was provided: sid(B)(6), processed on (B)(6)2025 result = 2272.3 pg/ml. Sid (B)(6), stored sample processed on (B)(6) 2025 = 2777.7 pg/ml. Sid (B)(6), new sample from (B)(6) 2025 and processed same day = 508.5 pg/ml. Historical troponin I from (B)(6) 2024 = 28 pg/ml. Other results: troponin t (method unknown) is negative ckmb method unknown is 1 no impact to patient management was reported.